Event description:
According to the available information, on opening a set of the narrow rte's [rear tip extenders], it was identified that the inner packaging [tray] was compromised [not sealed]. It was reported that all external seals and the box itself were intact before opening. Another size of device (18cm) was used instead of the initial intended device (16cm with rear tip extenders).

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.